Event description:
The site reported that on (B)(6) 2023 during the implant procedure for a light adjustable lens (lal, (B)(4) 15.0d) a capsular bag tear occurred. The surgeon performed a limited vitrectomy and placed the lal in the sulcus. At a post-operative follow-up visit on (B)(6) 2023, the patient's uncorrected distance visual acuity was 20/20. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).